Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not recognizing defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by stryker, however, the therapy pads from the reported event were not available for testing. As such, the reported issue could not be verified or duplicated. A conclusive root cause could not be determined. During inspection of the device, the field service representative (fsr) noted that the therapy pads that were stored with the device had a damaged cable. The fsr instructed the customer on proper storage methods for the pads. The device passed functional and performance testing and was returned to service.

Event description:
The customer contacted stryker to report that their device was not recognizing defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.